Event description:
It was reported that post-op to the hiatal repair with linx implant procedure in 2019 that the patient had to come back with another procedure to have another hiatal repair with the removal of the device with a fundoplication. The device broke after receiving a low latency MRI and the device was in two separate pieces.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: why was the device removed? The device was removed and it will be sent back this week. What were the symptoms? Patient was asymptomatic. Patient received an x-ray unrelated to linx implant showing device was broken. What is the current patient status? Patient received a nissen fundoplication after removal. No word on current status of patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 8/29/2023. A manufacturing record evaluation was performed for the finished device 21923 number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2023. Investigation summary: a linx device with two visible weld balls disconnected from male bead cases was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld balls, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. Male bead case through-hole (1) at the separation was measured and male bead case through-hole (2) at the separation was measured and both diameters were greater than the specification. The male bead case through-holes were concentric and small amount of material displacement was observed on the outer edge of the through hole 1, no material displacement was noted on the outer edge of the through hole 2. The overall appearance of the surface of the male bead cases through-holes didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld balls were measured. The diameters were within the specification. The weld balls were concentric with the respect to the wire.